Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation but a photo was provided for review. Photographic investigation confirmed the presence of crack on the device, thereby the malfunction was confirmed for the alleged device. Although a definitive root cause could not be determined, overpressure during use could have potentially caused or contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600600 hickman d/l catheters allegedly experienced leak and crack. This information was received from one source. The alleged malfunction had patient involvement but there were no reported patient consequences. The age, weight and gender of the patient was not provided.